Event description:
The handpiece of the ethicon endo-surgery, llc harmonic ace har36 had a very small piece break off. The piece was retrieved and tape to the handpiece and removed from the field. Manufacturer response for harmonic ace shear, harmonic har36 (per site reporter) manufacturer provided rga number and product return packaging.

Event description:
The handpiece of the ethicon endo-surgery, llc harmonic ace har36 had a very small piece break off. The piece was retrieved and tape to the handpiece and removed from the field. Manufacturer response for harmonic ace shear, harmonic har36 (per site reporter). Manufacturer provided rga number and product return packaging.